Event description:
It was reported to philips healthcare that the heartstart xl defibrillator failed to shock during testing. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). The device was evaluated by a philips authorized distributor and the reported symptom was recreated. The control pca was determined to be faulty and was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. This was a malfunction of the control pca.